Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier evaluated this complaint. The supplier determined that that the root cause of the complaint could not be verified. The returned perforators exhibited obvious customer misuse. No corrective actions taken. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported "perforator not working properly". On (B)(4) 2014 affiliate was contacted regarding product quantity - 11. Does this complaint involve 11 patients? Also did patient injury occur and was surgery delayed for greater than 30 minutes? And to add further explanation for "perforator not working properly". The perforator not working properly meant the perforator was dull not as sharp as the earlier codman perforators.